Event description:
During cardiopulmonary bypass surgery, the battery stated insufficient power. There was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.